Event description:
In 2009, the pt reported that for the past 6 months she sometimes programs a bolus through the infusion device and she receives the correct confirmation beeps and vibrations but the bolus is not displayed in the device history. She stated that she experiences elevated blood glucose as a result. This most recently occurred one day prior. She programmed a 2.5 unit bolus at 7:30am and a 4 unit bolus at 8:00am but only the 2.5 unit bolus is listed in the device history. Her blood glucose elevated to 488 mg/dl symptoms of elevated blood glucose are thirst and tightness in her chest. She bolused to lower her blood glucose. She stated that she uses insulin cartridges for up to 2 weeks. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.